Manufacturer narrative:
MFR received date: 06nov2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the touchscreen and the problem was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23may2020. B4: 27may2020. The replaced touchscreen was received for failure analysis. The reported complaint could not be duplicated. No fault was found on the returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/25/2019.

Event description:
It was reported that the motion of controlling the touch panel is unstable. There was no patient involvement.